Event description:
It was reported that the patient was found expired at home. The device was interrogated post-mortem, and found to be in back-up vvi mode with hv therapy disabled. There is no known allegation from a health professional that the death was related to the device. No further information is available regarding the death of the patient and it is believed that an autopsy was not performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv therapy delivery. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the power on reset could not be determined.